Event description:
The physician reported that the extensions had migrated after a revision was performed; the extensions had been anchored to the skull during the case. The hcp stated the migration had occurred "despite revision, will require re-positioning of ipg and shorter extensions." No pt symptoms had been reported; there was no pt injury. Refer to MFR reports #6000153200800275 and 6000153200800788.